Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used for continuous suturing under the skin. During passage through tissue, the needle broke at the swage. The needle pieces were retreived during the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.